Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump buttons were sticking. Customer¿s blood glucose was unknown at the time of incident. The customer also stated that there was scratches on insulin pump screen as well as had no delivery alarms. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no excessive no delivery/occlusion alarm due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc, act pump received with minor scratched lcd window. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).